Event description:
According to the reporter of this event, "after punction of subclavian c, it was not possible to applicate the rv lead. The cardiologist tried to change the introducer sheet but the tool was broken. The distal part have been persisted in the subclavian vein. Via an femoral venous access and snare made of a ptca guide wire and a diagnostic catheter, the cardiologist was able to extract the broken part of the tool without residue."

Manufacturer narrative:
The site initially provided the event info to medtronic, inc. On (B)(4) 2012. Medtronic, inc notified ge healthcare on (B)(4) 2012. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.